Event description:
It was reported the patient had a revision wherein monopolar was used while placing the ipg in the pocket. Subsequently, the abbott representative had trouble connecting to the ipg. A recovery function was executed and successfully recovered the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.